Manufacturer narrative:
This incident occurred outside the united states. Information contained with this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing insulin leakage between the infusion site needle and tubing for the past 2 years resulting in elevated blood glucose. On (B)(6) 2010 at 4:00pm, his blood glucose measured over 500 mg/dl and he injected insulin via syringe. At 9:00pm, his blood glucose measured hi on his blood glucose monitor and he changed the cartridge and infusion set and bolused 20 units of insulin through the infusion device. At 12:00am, his blood glucose measured 300mg/dl. On (B)(6) 2010 at 1:00am, his blood glucose measured 200 mg/dl and he bolused 10 units of insulin through the infusion device. At 7:15am, his blood glucose measured 283 mg/dl and found the infusion set was leaking insulin. He changed the infusion set and bolused 15 units of insulin through the infusion device. At 12:00pm, he found the infusion set was again leaking insulin. At 4:30pm, he visited his wife in the hospital and he felt dizzy and sick. His blood glucose was elevated (value unk) and he was treated by a physician with an insulin IV. No further information is available. The infusion set was replaced and requested to be returned for evaluation.